Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in a cerebral artery using penumbra smart coils (smart coils). During the procedure, the physician advanced the smart coil out of the introducer sheath and into a tray of saline to observe the shape of the coil. After re-sheathing the smart coil, the physician attempted to advance it through a non-penumbra microcatheter. However, while advancing the smart coil, the physician experienced resistance and the smart coil was unable to advance more than a few centimeters into the microcatheter. Therefore, the smart coil was removed and the physician noticed a slight kink in the pusher assembly. The procedure was then completed using a new smart coil and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: there were no visible kinks in the pusher assembly. The embolization coil was intact with the pusher assembly. Conclusions: evaluation of the returned device revealed the pusher assembly did not have any visible kinks. Therefore, the reported pusher assembly kink could not be confirmed. Further evaluation revealed the smart coil could be advanced through a demonstration microcatheter without issue. Therefore, the root cause of the reported resistance experienced during the procedure could not be determined. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.